Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure via access in the femoral artery, the tip of a micropuncture transitionless access set¿s wire separated in a patient during insertion of the device. The access site was reportedly calcified. The separated tip was retrieved from the patient via cut-down of the femoral artery. Per the reporter, the patient did not experience any adverse effects due to this event.

Manufacturer narrative:
Summary of event: as reported, during an unknown procedure via access in the femoral artery, the tip of a micropuncture transitionless access set¿s wire separated in a patient during insertion of the device. The access site was reportedly calcified. The separated tip was retrieved from the patient via cut-down of the femoral artery. Per the reporter, the patient did not experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The wire measured approximately 32.8-centimeters in length. The distal end of the wire was missing. No damage was noted to four unused/sealed devices also returned by the customer. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU warns the user not to attempt insertion or withdrawal of the wire if resistance is felt. The IFU cautions ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as the access site was calcified, and the wire separated upon insertion. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.